Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
Boston scientific received information that intermittent loss of capture (loc) occurred on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) during an ablation procedure. The device had been programmed to electrocautery mode, but some intermittent loc was still observed. This patient is pacemaker dependent. Boston scientific technical services (ts) discussed that the loc was likely due to the device¿s defib detect circuit being activated by the external current from electrocautery. No adverse patient effects were reported. This device remains in service.